Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue "tubing kinked in upstream sensor, but pump did not alarm" could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Evaluation inspected the device but did not observe any symptoms or potential causes of the reported issues. Device was found to pass testing of the downstream and upstream occlusion sensors, a well as pass flow testing. Evaluation states no issue found on device. Evaluation determined that no correction is necessary at this time. The reported tubing kinked in upstream sensor, but pump did not alarm was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was infusing norepinephrine to a patient (dose, programmed amount and delivery rate unknown) when the tubing kinked in the upstream sensor, but the device did not alarm to indicate an upstream occlusion. There was patient involvement but no injury or adverse event related to this event. No additional information is available.